Event description:
It was reported multiple intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed the cartridge and resumed insulin therapy. However, occlusions continued and clinical troubleshooting has been exhausted, a replacement pump was sent to resolve the issue. The customer reverted to manual dose injection.